Event description:
On (B)(6) 2008, zoll circulation received a report of an adverse event at (B)(6) department that was reported to have occurred on (B)(6) 2008. During a telephone conference with the ems office, the patient was reported as frail, debilitated and terminally ill. According to the (B)(4) officer, a medic on the scene had administered manual CPR before deploying the autopulse. According to the reporter, the medic reported that he was certain he had broken some ribs. According to the (B)(4) officer, the patient was then transported to the hospital. The (B)(4) officer reported that the autopulse had performed as expected throughout the code, which lasted about an hour in total. Upon arrival at the hospital, use of the autopulse was continued in the emergency room. The patient did not survive. According to the ems officer, when the code was called, the lifeband was removed and an open wound was found, possibly from a rib fracture. The reporting agency declined to send patient information but instead conducted their own investigation. The autopulse was returned to zoll circulation for evaluation, per standard procedure.

Manufacturer narrative:
The device archive was downloaded. The archive contained only one full deployment, occurring on (B)(6) 2008. This suggest the reported date of the code is incorrect but there is insufficient documentation available to verify this. The archive showed no failures and proper operation throughout the event. The device was evaluated, including compression tracking and load tests with no faults found and all parameters within specification. On (B)(6) 2008, the county health agency issued findings from their investigation. The findings state that the autopulse functioned appropriately and that the complication was not related to use of the device either directly or indirectly. Zoll circulation is filing this report because of the occurrence of the skin puncture, which is an unexpected event. Because we do not have access to the patient information and therefore cannot proceed with that part of the investigation, we do not anticipate filing any follow-up reports.